Event description:
Litigation alleges that patient experienced increased pain and infection in the right hip and underwent surgery to assess the cause in (B)(6) 2008. At this time, large heterotopic ossification as well as extensive metallosis mass was emanating from a large defect in the anterior capsule and down into the joint. Due to continued and increased pain in the right hip, patient underwent a total revision surgery replacing all of the pinnacle device components in (B)(6) 2011. Once again, extensive metallosis was discovered, including black-stained tissue in the bone around the stem and metal staining that actually tracked around anteriorly on the greater trochanter and into the joint.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced increased pain and infection in the right hip and underwent surgery to assess the cause in (B)(6) 2008. At this time, large heterotopic ossification as well as extensive metallosis mass was emanating from a large defect in the anterior capsule and down into the joint. Due to continued and increased pain in the right hip, patient underwent a total revision surgery replacing all of the pinnacle device components in (B)(6) 2011. Once again, extensive metallosis was discovered, including black-stained tissue in the bone around the stem and metal staining that actually tracked around anteriorly on the greater trochanter and into the joint. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2005 dor: (B)(6) 2005 for infected hematoma; dor: (B)(6) 2008 for metallosis, painful heterotopic bone, no components were removed they just did a radical resection of massive extensive heterotopic bone , including soft tissue and bone attachments; dor: (B)(6) 2011 for metal staining, metallosis, and osteolysis.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.